Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported with this flotrac sensor, the end of the pressure tubing, the stopcock luer was detached. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Finally, the device was not received for evaluation. Nevertheless, two customer photos were provided for evaluation. Based on the image review, the photos showed a flotrac housing male luer completely broken rather than detached. Stopcock/luer broken could lead to a leakage that implies a small amount of blood/fluid loss that is unlikely to result in an injury. This generally results in the need to exchange the device, which can be done with a minor delay in treatment or monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.